Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -12.0/1.5/067 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6)2022. The lens was replaced with a shorter length lens due to excessive vault on (B)(6)2022. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
Weight: unknown, ethinicity: unknown, race: unknown. Claim# (B)(4).